Event description:
Orig. Surg. 2002. Allegedly breakage of modular neck.

Manufacturer narrative:
Conclusion: the product was not received. The description of the incident states that the fracture of the modular neck on the left hip implant was caused by accidental fall of the pt. The manufacturing dossier of the modular neck was reviewed and shows no non-conformity. The manufacturing lot was made of 59 parts. No other similar incident has been reported on the part number and lot number. Event and manufacture of product occurred in a foreign country.